Event description:
The customer reported that the device did not make a complete seal. It is unk if end tones or regrasp alarms were heard. Bleeding was observed and it was controlled with another lf1544 ligasure device. The procedure continued without incident and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.